Event description:
It was reported that the patient experienced overnight hypoglycemia while using the ilet system, with a documented nadir of 57 mg/dl and approximately one hour spent below 70 mg/dl despite following 15-gram carbohydrate treatment intervals; low alerts were received, and the caregiver provided assistance. The caregiver reported frequent nocturnal lows and noted recent guidance to continue announcing meals, which they had resumed prior to the event. Symptoms included hypoglycemia without loss of consciousness or other acute neurological symptoms. Outcomes included the need for caregiver assistance and prolonged carbohydrate intake to resolve the low, without emergency medical services or hospitalization. Troubleshooting and education were provided by support staff. Investigation included complaint handling and user counseling. It was concluded that the cause of the hypoglycemic event could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.